Event description:
It was reported that during a right thoracotomy wedge resection on one of the firings, the device would not fire. On three other firings the device locked out after the first firing stroke. On two of the firings the device locked out after the second stroke. On the last firings the device would not open when fired on lung tissue and the case was converted to an open procedure. The surgeon stated that the firing handle seemed loose during the case. The surgeon stated that the tissue did not seem to be very thick tissue. A 45 device was used to complete that portion of the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Per the sales rep, I met with the dr. He is quite familiar with the plastic-to-plastic sequence, but I used it as an opportunity to remind him how the device gearing works.

Manufacturer narrative:
(B)(4). Instrument b: batch #g5061j, exp date: 07/06/2015; MFR date: 08/06/2010; (incomplete-interrupted staple line). The analysis results found that one ec60 device a was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The ec60 device b was received for analysis with no visual non-conformances and with seven cartridges reloads present. Six of the seven cartridges reloads were received partially fired consistent with an incomplete or interrupted cycle. The last one cartridge reload was fully fired. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The event could not be confirmed as the device performed as intended.